Event description:
Investigation complete.

Manufacturer narrative:
Investigation results: visual inspection observed that the male plug was entirely separated from the wire at the end connecting to the generator. Cutting away a small section of cord revealed that the copper wires were kinked and strained in the area of failure. The overall appearance of the cord suggests the cord has been heavily used. Given the visible condition of the cord and the location of the failure, it is highly likely that the defect condition is the result of misuse. Most likely, the cord was removed from the generator incorrectly.

Event description:
It was reported to aesculap inc. That a monopolar cable w/lg pin, 10 feet (part # us354) was used during a procedure on an unspecified date. According to the complainant the cord sparked during the procedure. The adverse event is filed under aic reference (B)(4).

Manufacturer narrative:
Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.